Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field (investigation summary). The incorrect verbiage (product technical investigation (pti)) was removed from the investigation summary. Based on the results of the investigation the suggested probable causes were damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed.

Event description:
No additional information was received from the customer.

Event description:
It was observed that during the device installation, the endoeye flex 3d deflectable videoscope images did not display. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation the device exhibits no image on display. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problems, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.